Event description:
It was reported that the handpiece would not home. The tech repeatedly took apart and reassembled the instruments, but without any success. The handpiece was replaced. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had homing failure during a procedure on (B)(6) 2016. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The first handpiece characterization had acceptable t1 max torque value. During the second characterization, the clamshell was left open to view the movement of the snap lock assembly and it was evident that the lead screw was bent. After removing the snap lock assembly, it became obvious that the lead screw was bent. The handpiece motor gear moved more freely (as expected) after removing the snap lock assembly and the bent lead screw. There appears to have been misuse/abuse by the user(s), as there are no parts of the handpiece that could have caused this damage. The root cause of this issue was found to be user error. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.